Manufacturer narrative:
(B)(6). (B)(4). The even is currently under investigation.

Event description:
During a lead extraction procedure, the user failed to extract a lead from the heart from the femoral using lead extraction needle's eye femoral snare. The physician inserted the performer introducer to the right internal jugular vein and inserted the lead extraction needle's eye femoral snare into it. While attempting to extract the lead, blood pressure gradually decreased. The physician suspected a cardiac tamponade and proceeded to open the patient's chest. No damage to the right atrial was noted, however damage was found in the right internal jugular vein. The physician determined it occurred when the performer introducer was inserted. He sutured the damaged site and removed the lead to complete the procedure. The patient did well after the procedure. Additional notes from the procedure were provided stating the following: the user planned to use all cook's byrd dilator sheath, liberator beacon tip locking stylet and extraction needle's eye femoral snare at the procedure. However, the user inserted other manufacturer's straight stylet wire into the lead lumen, and then he advanced byrd dilator sheath over the lead to divide the adhesion. However, advancement of the byrd dilator sheath any further became difficult before reaching the svc. Therefore he changed the plan to femoral approach. He inserted an introducer(18fr, 45cm long) from the femoral and advanced the lead extraction needle's eye femoral snare, but capturing the lead body tightly with the snare hook was very difficult. He then used other manufacturer's goose neck snare but failed again. Therefore he changed the plan to internal jugular vein approach. He inserted a performer introducer to the right internal jugular vein and inserted the above-mentioned lead extraction needle's eye femoral snare into it. During the attempt of extraction of the lead, the patient's blood pressure gradually decreased. Cardiac massage by pressing sternums was preformed. The user suspected cardiac tamponade and converted to open chest surgery with artificial heart lung. He checked the right atrial but no damage was noted; but found damage in the right internal jugular vein. The user commented that the vessel damage could have occurred when the performer introducer was inserted because insertion was difficult. He sutured the damaged site and removed the lead to complete the procedure. The patient's condition when leaving the surgery room was fine and the artificial heart lung had taken off. The patient deceased 10 days after the procedure. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
(B)(6). (B)(4). The even is currently under investigation.

Event description:
During a lead extraction procedure, the user failed to extract a lead from the heart from the femoral using lead extraction needle's eye femoral snare. The physician inserted the performer introducer to the right internal jugular vein and inserted the lead extraction needle's eye femoral snare into it. While attempting to extract the lead, blood pressure gradually decreased. The physician suspected a cardiac tamponade and proceeded to open the patient's chest. No damage to the right atrial was noted, however damage was found in the right internal jugular vein. The physician determined it occurred when the performer introducer was inserted. He sutured the damaged site and removed the lead to complete the procedure. The patient did well after the procedure.

Manufacturer narrative:
A review of the complaint history, instructions for use, manufacturing instructions, trends, and quality control documentation review of the device was conducted during the investigation. The complaint device was not returned. Based on the information provided, the cook sheath most likely did not contribute to the failure. The user believes the wire (straight stylet) caused the initial perforation of the vessel, and the cook sheath was inserted when the patient's blood pressure decreased. Therefore, the root cause was determined to be related to another drug/device. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.